Event description:
Received info stating the customer's fill estimate was inaccurate. The customer's blood glucose level was elevated but she took a correction bolus.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.